Event description:
It was reported that the pace/sense impedance on the right ventricular (rv) lead has steadily increased and is now high. It was also reported that there was no capture on the lead until the output was increased. Follow up was attempted for additional information, but was unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.